Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had watchdog timeout. Blood glucose was unknown. Customer reported that watchdog timeout alarm more than one in a month. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, compromised force sensor resistor test, excessive no delivery test and displacement tests. There was no unexpected watchdog timeout alarm during testing.